Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, the starclose se was difficult to remove from the anatomy. In accordance with the instructions for use the access ports were used successfully, releasing the locking mechanism on the thumb advancer resulting in the locator wings fully collapsing, and the starclose se device was removed from the patient's anatomy. Hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.